Event description:
It was reported that during the implant procedure, it was not possible to complete the connection of the ventricular lead to the ventricular connector port of the generator, resulting in no pacing. The patient was pacemaker dependent, "so an emergency situation came up."